Event description:
It was reported that while the biomedical engineer was doing a routine checkout of the epg (external pulse generator), there was found to be a black line running down the lower display. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case is broken and lower case is contaminated. Battery release, lead flex cover, battery flex, and battery drawer are contaminated. Keyboard pad has a cosmetic issue. Battery contacts are compressed. The ring is bent. Lcd (liquid crystal display) lens is broken.